Event description:
The customer reported that the system would not boot up in the morning. The staff rebooted the system to restore full operation.

Manufacturer narrative:
The ge service rep could not duplicate the problem.